Event description:
Staff reported a failure of the device to fire; stated the pistol grip handle did not work.====================== health professional's impression======================did not result in adverse event.